Event description:
It was reported that during a procedure the laser light was emitted out the end of the fiber. The fiber was exchanged and the second fiber was used to complete the procedure there was no patient harm due to this event.